Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 200 mg/dl on (B)(6) 2022. The customer treated high blood glucose with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. The customer was assisted with troubleshooting. The customer will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.